Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that according to the nurse who was caring for the patient, she became unresponsive. They did not know the cause of the patient becoming unresponsive. There was no issue determined. The patient was a long time pump user without a recent change to her pump settings or medication. The physician lowered her daily infusion rate. The device was still implanted. There was no plan that the company rep was aware of to revise or replace the device. The company rep had not heard any new information regarding this case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (15 mg/ml changed from 5.014 mg/day to 4.006 mg/day), bupivacaine (40 mg/ml changed from 13.372 mg/day to 10.682 mg/day), and clonidine (350 mcg/ml changed from 117 mcg/day to 93.47 mcg/day) via an implanted pump. Per the reporter, the patient reported to the hospital on (B)(6) and had been an inpatient since. It was reported by the ICU (intensive care) staff that the patient had been there since that date and had become unresponsive three times since then. The cause of the unresponsiveness was unknown. The hospital staff said that they reached out to a physician¿s office on the night of (B)(6) but didn't get an answer. They stated that they also had the reporter¿s phone number but did not reach out until this afternoon ((B)(6)). Since being admitted to the hospital, the patient had 3 mris ((B)(6)) and the pump motor recovered within 1 hour of the motor stall on each occasion. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The managing physician stated that the patient had been on the same daily infusion rate for a long time. The patient had a ptm (personal therapy manager), but according to the patient logs, there hadn't been a bolus request since (B)(6) at which time the patient delivered one bolus at 9:14 am. The managing physician stated that the patient had chronic balance problems. The diagnostics/troubleshooting performed was noted to be that the pump was interrogated this evening while the patient was still in the ICU. The patient was eating during the interrogation and was able to have a conversation. The managing physician put in an order to have the daily infusion rate lowered by 20%. The patient¿s ptm bolus dose was also cut in half (from 0.2 to 0.1 mg), the number of boluses was reduced from 3 to 2 per day, and the lockout time was increased from 10 min to 4 hours. It was unknown if the issue was resolved at the time of the report.